Event description:
This is the first of two reports on two separate events involving the same patient. Refer to medwatch 9681121-2012-00007 for a description of the second report. It was reported from an eye care professional that a patient developed a peripheral ulcer associated with contact lens wear. Additional information has been requested but not yet received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).